Event description:
Philips received a complaint from the customer reporting the pressure sensor zero calibration failed on the v60 ventilator. The device was reported to be in clinical use; however, usage status could not be confirmed, therefore will be considered unknown for reporting purposes. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. The device was replaced with an alternative ventilator for continued patient care with no report of harm. A philips field service engineer (fse) evaluated the device and was confirmed by observing the error on the device display screen. The issue was also duplicated in testing. The fse conducted testing per the v60 service manual and reported the device self-examination test indicated the issue was due to a fault of the data acquisition (da) printed circuit board assembly (pcba). The fse replaced the da pcba to resolve the reported problem. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.